Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. There was solution inside the cycler door. This occurred when removing the cassette from the cycler door after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.